Event description:
It was reported that the fast fix firing band did not retract after t1 anchor was placed. This resulted in t2 not being implantd. No patient injury reported.

Manufacturer narrative:
Device was received for evaluation. The device is in very good condition. T1, t2 and suture were returned. T1 has been freed from the delivery needle track. The complaint indicated that the deployment knob (band) did not retract. This was observed at evaluation, but it did retract/snap into location with a light touch of the fingertip. There is no sign of aggressive use or damage to the device. Functional test indicates that the system does cycle and actuate. T2 was deployed successfully. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.